Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia, and/or seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient's blood glucose fell to 50mg/dl while using the omnipod system. Patient was found unresponsive and experiencing a hypoglycemia seizure at 7am on the morning of (B)(6) 2018. Subsequently, emergency management technicians were contacted, patient was transported to the hospital, and treated with intravenous delivery of glucose. Patient was discharged at 3:00 pm, later that day. The patient's blood glucose history are as follows: (B)(6). It should be noted that patient had recently dropped their personal diabetes manager on (B)(6) 2018 which resulted in loss of all settings. Settings were re-entered into pdm, however, patient had been experiencing low bg levels ever since. The device has since been requested back for failure analysis and a new pdm hs been sent to the patient.

Manufacturer narrative:
The pdm (personal diabetes manager) history data log indicates that the device had functioned as intended and recorded all associated activities related to the user bg (blood glucose) testing. During testing, bg readings were taken and a bolus was delivered. Both were successfully recorded into the device¿s memory.